Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's transmitter died. There was no report of injury or medical intervention. No additional event or patient information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined.